Event description:
St. Jude medical was notified that the device was explanted due to rapid battery depletion. Lifetime diagnostics showed 17 high voltage charges and less than 1% brady pacing over a period of one year of service.